Event description:
It was reported that there were concerns for an inappropriate anti-tachycardia pacing (atp) and shock therapy delivery from this implantable cardioverter defibrillator (ICD). Boston scientific technical services (ts) performed an analysis in which it was determined that there may be inappropriate therapy for an atrial driven rhythm. It was also noted that therapy exhaustion occurred; ts recommended device reprograming. The device remains in service. No additional adverse patient effects were reported.